Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. Additional related reports: 0001526350-2023-01221-1. 0001526350-2023-01223-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is availabl.e

Manufacturer narrative:
This event is recorded with zimmer biomet under cmp-(B)(4). This medwatch is being filed as an initial report. Additional reports: 0001526350-2023-01221 0001526350-2023-01223 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not yet returned.

Event description:
It was reported that the dermatomes hand pieces had issues with harvesting correct skin thickness. The event occurred during surgery. There was no reported patient harm, or delay. Due diligence is in progress, no further information is available at this time.